Manufacturer narrative:
Follow-up #1: date of submission 04/01/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump¿s black box and alarm history showed a cs 064 call service alarm. During investigation, the pump powered on with the cs 064 alarm. The pump was opened and the motor worked intermittently; an internal motor failure was found. Further testing on the pump was unable to be performed due to the motor failure. Unrelated to the complaint, investigation revealed that the battery compartment was cracked in three places. Also unrelated to the complaint, investigation revealed that the audio bolus button was torn and punctured. The audio bolus button responded appropriately during testing.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm during the rewind and load steps. The patient's blood glucose (bg) was reported to be greater than 250 mg/dl but less than 500mg/dl with no reported signs or symptoms, which does not meet the animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.